Manufacturer narrative:
The device was returned not deployed. The data showed that the first priming sequence ended at pulse 49 and deactivation occurred at pulse 59. Timeouts and a drive stall were present in the beginning of the download data. The release bar was still being held by the ratchet gear. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. Found no damage or defects with the drive mechanism. The exact cause of the drive stall could not be determined.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.